Event description:
During a lung biopsy procedure, the doctor reported that he felt the navigation software did not navigate properly resulting in an inaccurate placement of the biopsy needle. The patient resulted in having a pneumothorax and a thoracic vent was required.

Manufacturer narrative:
A philips service engineer went onsite and thoroughly inspected the iu22 system and percunav device. The testing concluded the iu22 and percunav systems were functioning properly and did not contribute to this event. No malfunctions were identified.

Event description:
During a lung biopsy procedure, the doctor reported that he felt the navigation software did not navigate properly resulting in an inaccurate placement of the biopsy needle. The patient resulted in having a pneumothorax and a thoracic vent was required.

Manufacturer narrative:
Philips is gathering data and an investigation is in progress. A follow-up report will be submitted following the conclusion of the investigation. Device continues to be in use.